Manufacturer narrative:
Device received with blank display, problem isolated to electronic assemblies. Unable to verify critical pump error or low battery alert due to blank display. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer stated they woke up and tried to change the low battery but the insulin pump did not accept it resulting into open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.